Event description:
It was reported that during a surgical procedure at the user facility, the handpiece was running without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was found that the trigger magnet was not fully seated in the trigger shaft, which can continue to activate the ebox, and can be a cause of the device running without user activation.